Manufacturer narrative:
The device was received for evaluation. During functional testing, an occlusion alarm was not reproduced. A review of the event history log could not verify the reported problem 'loud noise when occluded' could not be verified through the event history log (ehl). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had loud noise when occluded in the pediatric intensive care unit (picu). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.